Event description:
A set of twins sent home on apnea monitors. The apnea monitor for one twin had multiple bradycardia alarms. The baby was admitted to the hosp but there was no evidence of bradycardia spells. The baby was dismissed from the hosp the following day. The apnea monitor was replaced.